Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had alarmed downstream occlusion. The patient had denied the presence of any tubing kinks or closed clamps. Trouble shooting was performed but the alarm persisted. The patient had then reported that the power button was also no longer working. It had been confirmed that the patient was applying firm pressure to the button. The patient had denied experiencing neuropathy in his fingers. The patient had been instructed to contact their nurse navigator immediately, as per standard follow-up instructions, for further guidance. The remaining reservoir volume had been 41 ml. The patient had not been medically affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional. There was a patient involvement but no patient harm reported.